Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Based on the device identification the complaint database was reviewed for similar reported events regarding loosening. Lot ID there have been no other events for the lot referenced.

Event description:
Sales rep reported a left knee revision due to suspected loosening of baseplate.